Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to confirm the reported needle mechanism failure to fire and properly insert the cannula or to determine its root cause lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that the cannula didn't fully insert at the infusion site, and that the cannula was kinked. The customer's blood glucose reached 500 mg/dl.